Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the product remaining implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer neutral liner 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell, item#: 00885100932, lot#: 62546258, zimmer femoral stem press-fit collarless 12/14 neck taper standard ,body standard neck offset size 12 128 mm stem length cementless, item#: 00786401200, lot#: 62568693, zimmer bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14, item#: 00877503201, lot#: 2711251. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02417, 0001822565 - 2018 - 02418.

Event description:
It was reported that patient was experiencing intermittent thigh pain approximately 2 years post-op after a total hip arthroplasty. Patient takes nsaids as needed. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.